Manufacturer narrative:
(B)(4). Concomitant medical products: 00595201501, nexgen femoral component, lot 61151606; 00595403701, nexgen tibial component, lot 61149044; 00597206532, nexgen all poly patella, lot 61342285. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the patient has been indicated for revision due to tissue laxity due to a posterior cruciate ligament tear. No additional patient consequences were reported.

Manufacturer narrative:
This follow up-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to tissue laxity due to a posterior cruciate ligament tear. A custom, constrained bearing was implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to tissue laxity/instability. It was reported that this was possibly due to a post-operative posterior cruciate ligament tear. A custom, constrained bearing was implanted. No additional patient consequences were reported.